Manufacturer narrative:
(B)(4). Review of the labeling found labeling to be suffient. Based on available information within the complaint file, the cause was determined to be use error-patient accidentally pulled the handle back.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center regarding the compact exchange device (cxd) and the spike connectors. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that the cxd handle was not working and she quickly spiked the bag but did not touch end of spike. The hp wanted to know if it was ok to use set up. The tsr advised it was ok if it occurred quickly. Product surveillance contacted the patient on (B)(6) 2011. According to the patient this event was user error. The patient stated that she accidentally pulled the handle back. The issue has been resolved and the patient continued therapy with no further issues. The cxd has been working as intended since this event. There was no patient injury or medical intervention associated with this event.